Event description:
The patient's explanted products were returned for analysis. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The incision mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient had been experiencing lead protrusion, a choking sensation during stimulation in her throat, along with an increase in seizures (below pre-vns baseline levels) and painful stimulation in the neck area which started occurring after the patient dropped a 50 lb rock on her chest on (B)(6) 2012. The patient said that her magnet activations were also more intense than the normal mode stimulation. The patient was seen for a follow up visit on (B)(6) 2012 and system diagnostics were performed causing pain. The diagnostic results indicated high lead impedance. The physician believes that the recent trauma has caused all the recent issues and is sending her for a full revision, including a prophylactic generator replacement. The patient had previously been seen one week prior to the accident, and at that time diagnostics were within normal limits. The device was disabled and x-rays were not performed. Revision is likely but has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, indicating that the patient underwent a full revision on (B)(6) 2012. The explanted products will not be returned as the hospital does not return items to the manufacturer. An implant card that was received following surgery, indicated that lead impedance was ok following surgery and that the devices were explanted due to damage caused by a fall.

Manufacturer narrative:
Device failure is suspected.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned for analysis but did not cause or contribute to a death.